Manufacturer narrative:
At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.

Event description:
Review of a medical records provided by the patient's treatment facility showed a peritoneal dialysis was diagnosed with peritonitis. At the time, patient was experiencing abnormal pain, nausea, and diarrhea; he noticed the fluid removed during dialysis was "cloudy". He was treated with vancomycin with effect.